Manufacturer narrative:
D3. Manufacturer email: (B)(6). The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). During inspection, the fse found the safety shutter had detached from the assembly. The fse fixed the shutter properly and secured it. The console was then working properly. Based on the information available, it is probable that the shutter damage identified could have affected the performance of the console leading to the reported error.

Event description:
It was reported that the patient was undergoing a procedure to treat kidney stones. During the procedure, an error message was received stating all the lasers were malfunctioning. The procedure was then rescheduled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
D3. Manufacturer email: moshe.barenboym@bsci.com.

Event description:
It was reported that the patient was undergoing a procedure to treat kidney stones. During the procedure, an error message was received stating all the lasers were malfunctioning. The procedure was then rescheduled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.